Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due to shadowing from the patient anatomy. A cause for the reported unspecified tissue injury, however, cannot be determined. Tissue damage/injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: health effect- impact code: 2199. Medical device problem code.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was positioned and deployed successfully. It was planned for a second clip to be implanted. The second clip was prepared and advanced into the anatomy. Imaging was noted to be difficult due to shadowing from the patient anatomy. After several attempts to optimize echocardiographic views, leaflets insertion could not be confirmed so the implanters decided to invert the clip and to retract back to the left atrium. However, the echosonographer noticed afterwards a new torn chord. The clip was positioned in order to reduce the mr as much as possible, and was deployed. Final mr was grade 4.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was positioned and deployed successfully. It was planned for a second clip to be implanted. The second clip was prepared and advanced into the anatomy. Imaging was noted to be difficult due to shadowing from the patient anatomy. After several attempts to optimize echocardiographic views, leaflets insertion could not be confirmed so the implanters decided to invert the clip and to retract back to the left atrium. However, the echosonography noticed afterwards a new torn chord. The clip was positioned in order to reduce the mr as much as possible, and was deployed. Final mr was grade 4.